Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for the generator prior to distribution.

Event description:
It was reported that the pt's vns generator had been explanted due to an infection at the generator site. The generator was provided to a MFR rep for return; however, it has not been received to date. Attempts for additional info have been unsuccessful to date.